Manufacturer narrative:
(B)(4). Investigation is complete. This medwatch is being submitted as an initial final report. The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on (B)(4) as well as sap and the (B)(6) database to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from hospital (B)(6) that a mesher would not work. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and a cutter with an unknown ratio serial number (B)(4) for evaluation. Evaluation of the device on 24 may 2019 noted that the device was out of calibration specifications and did not produce a passing test mesh. Both of the returned cutters were also tested and did not produce passing test meshes. Repair of the mesher occurred the same day and involved recalibrating the device. The technician then tested and verified that it was functioning as intended and returned the mesher and cutters to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the cutters were defective and that the device was out of calibration, both failures that would impede with the device functionality, it cannot be determined from the information provided as to what caused these failures. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that equipment does not work. The event occurred during surgery. At investigation the device did not produce a passing mesh. No adverse events were reported as a result of this malfunction. No additional event information available.